Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically inspected and leakage tested. Microscope examination revealed that the first cylinder had a detached outer sleeve and broken fabric threads from fatigue in the proximal end of the cylinder, as well as a hole from wear in the proximal end. Leakage testing revealed that the first cylinder had a leak from fatigue in the proximal end of the cylinder. Microscope examination of the second cylinder revealed wear at a fold in the proximal end and middle of the cylinder; however, the second cylinder passed the leakage test. The pump was microscopically inspected and leak tested. Microscope examination revealed contamination (bodily fluid) within the pump. The pump passed the leakage test. Based on the available information and analysis results, the leak from fatigue identified in the first cylinder could have caused or contributed to the reported observation of a hole/perforation and mechanical issue. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the left cylinder. Both cylinders and the pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not functioning properly. The patient underwent surgery two weeks later and upon inspection, a hole was identified in the left cylinder. Both cylinders and the pump were explanted and replaced. There were no patient complications reported.